Event description:
Consumer complaint of high blood results. Customer states that she feels well. Customer states that she obtained 490mg/dl on (B)(6) 2015 at 1:22am. Customer felt this result was not accurate and went to the hospital, when tested 1 hour later with the hospitals meter her result was 218 mg/dl. Customer states that she requires no medical attention at this time. Customer's expected blood results are 180-200 mg/dl fasting. Verified the strips expire 07/21/2016 and were first opened one week ago. Customer confirms the strips were stored correctly. Customer ran a back to back blood test, 243 mg/dl and 271mg/dl not fasting. Reviewed meter memory: 339mg/dl, (B)(6) 2015, 01:30:00 am, fasting: no; 490mg/dl, (B)(6) 2015 01:22:00 am, fasting: no; 311mg/dl, (B)(6) 2015, 01:15:00 am, fasting: no; 199mg/dl, (B)(6) 2015, 03:17:00 pm, fasting: no; 197mg/dl, (B)(6) 2015, 08:14:00 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction. User had inaccurate reference.